Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the backup battery¿s functional analysis. The returned backup battery (serial number (B)(6) was functionally tested, and a test system controller alarmed with a backup battery fault alarm upon the returned backup battery being fully charged. The battery was opened and was inspected at a component level. An electrical short was measured within the battery¿s control logic circuitry which would cause the battery to not properly function as intended. The source of the measured short was traced to an integrated circuit component on the battery¿s printed circuit board (pcb); however, the suspected component is on the back of the pcb, making it inaccessible for further troubleshooting. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was isolated to an issue with the battery¿s pcb and was suspected to be due to an issue with a component; however, the root cause of the pcb¿s issue was unable to be conclusively determined. The serial number of the system controller was not provided. However, the backup battery, serial number (B)(6), was found to have passed all initial manufacturing testing per the manufacturing test datasheet. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an emergency backup battery fault message. The emergency backup battery was exchanged.